Manufacturer narrative:
The device was returned to resmed for investigation. The evaluation found that the internal battery overheated and was deformed. Based on all evidence and previous investigations of similar complaints, the investigation determined that the battery failure was due to a defective battery. The battery defect was due to an isolated component failure in the battery main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral internal battery was deformed. The device was not in use when the fault occurred; therefore, there was no patient involvement.